Event description:
It was reported that cadd legacy pump not occluding. No injury reported.

Manufacturer narrative:
Additional information received and attached by ICU medical on 18-feb-2022. Per the customer ?it was a calibration issue when I was performing my pm." No patient involvement. H6: event problem and evaluation codes: updated.